Event description:
It was reported that the patients lead had migrated. Surgical intervention took place where the lead was explanted and replaced. Related manufacturer reference number: 1627487-2023-02281.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.